Event description:
Reportedly, when the operator attempted to deliver 300 joules to the pt, the device sternum paddle energy selector switch stuck and could not be rotated above 200 joules. Add'l discharges of defibrillator energy at 200 joules were delivered to the pt.